Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 26, the implant had not yet achieved osseointegration in type ii bone. Clinician reports the patient has diabetes and has had chemotherapy. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 26, the implant had not yet achieved osseointegration in type ii bone. Clinician reports the patient has diabetes and has had chemotherapy. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).